Manufacturer narrative:
This event occurred during the unspecified date of year 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) observed with an empty exactamix 500 ml eva tpn bag. The pm was further described as what looks like fragment of plastic that made the device impossible to use. The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to concomitant medical products, device evaluated by MFR and adverse event problem. The actual sample was received for evaluation. Unaided visual inspection was performed which observed a white piece of foreign matter which appeared to be a loose plastic inside the bag at the bottom left of the bag in the same area where the customer circled with a black marker. Functional testing was not performed for this complaint. The bag was examined visually and with a stereomicroscope. One particle was isolated and analyzed using attenuated total reflectance (atr)-fourier transform infrared (ftir) spectroscopy. A 1.4 mm translucent elastomeric particle was located between the spike port and the bag. The particle was identified as ethylene vinyl acetate (eva) by atr-ftir. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.